Manufacturer narrative:
(B)(4). Review of quality records indicate the device is compliant. Radiographic review indicate a broken rod. The report indicates the screw and rod construct was removed and replaced. The initial surgery to implant the construct occurred in (B)(6) 2013. The event occurred (B)(6) and the investigation is ongoing.

Event description:
Revision surgery to remove and replace screw and rod construct due to a broken rod and pseudoarthrosis.